Manufacturer narrative:
(B)(4). Results of investigation: the vyaire medical factory service center received the suspect device, a sipap, and evaluated the device. An evaluation of the device duplicated the reported issue and isolated the issue to the main printed circuit board assembly (pcba). Factory service repaired the ventilator and the unit meets manufacturer's specifications.

Event description:
The customer reported that the screen on the ventilator was flickering and the unit did not alarm. There was no patient involvement associated with this issue.

Manufacturer narrative:
The vyaire medical failure analysis laboratory received the suspect component, a sipap main printed circuit board assembly (pcba), and evaluated the device. An evaluation of the component duplicated the reported issue and isolated the issue to damaged receptacle pins of the lcd flat cable connection at pl7 causing a loss in continuity.